Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned drill stop, lot 6319189, was manufactured april, 2010. It was received intact and also with general wear, consistent with what would be expected from use. The returned device was tested with an available stepped drill bit and it was found that the returned drill stop did occasionally slip off a notch when considerable linear force was applied. As the complaint condition could be replicated, the complaint condition is confirmed. The returned drill stop was manufactured prior to the release of the current drawing revision. Per the suppliers¿ certificates of conformance, the drill stop was manufactured to the relevant drawing at the time. The drawing called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawing was found suitable to determine the intended device design, application and dimensional conformity. A review of the current revision of the design drawing was performed. The current design was found to be sufficient for its intended use; the changes between drawings improved the overall engagement of the drill stop plunger mechanism with the grooves of the stepped drill bit. Therefore, since the returned devices were manufactured prior to the changes, the complaint condition is likely a result of the older design. The current designs were found to be sufficient for their intended use and, based on the known lot numbers, there have been no relative complaints for the new revision drill stop and drill bit. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: isimac manufactured the drill stop, part number 357.405, lot 6319189. The supplier¿s certificate of compliance indicates the lot was processed per specifications, conformed to specifications, and was made to the correct material and hardness requirements. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, material review reports, or non-conformance reports associated with this lot. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event, that during a surgical procedure, the drill stop did not clip on the drill bit correctly. The procedure reportedly was not prolonged. This report is 1 of 1 for (B)(4).